Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. An internal clinical review indicated the event was the result of adverse patient anatomy. We will continue to monitor for similar situations.

Event description:
Patient underwent aaa repair in 2007. One flex main body and two iliac leg grafts were placed. It was unclear if there was an endoleak, so a main body extension graft was placed on approx three months later, by the treating physician.